Event description:
It was reported that a patient with an inflatable penile prosthesis presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the reservoir had a hole. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cxr 14cm is (B)(4).

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cxr 14cm is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Visual inspection revealed both cylinders passed without damage or abnormalities. Leakage testing confirmed both cylinders passed. The spherical reservoir had a hole from sharp instrument damage, not passing the visual inspection test; therefore, it was not leak tested. Under microscope observation, contamination (bodily fluid) was found within the ms pump, not passing the test. Leakage testing showed the ms pump passed. Functional testing was not performed on the ms pump to avoid damaging the test equipment. Based on the available information and analysis, the sharp instrument damage is considered a secondary issue, and the allegation of mechanical issue could not be confirmed. However, several potential failure modes could lead to a mechanical issue, including but not limited to device malfunction; therefore, a conclusion code of cause not established was assigned.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the reservoir had a hole. The device was explanted and replaced. There were no patient complications.